Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the clave secondary port broke off. The tubing set was to be used to deliver an unspecified concentration of dextrose and vancomycin, at an unspecified rate, via plum pump. At an unspecified time after the delivery was completed and the pump was powered off, the customer contact reported that the clave secondary port on the cassette of the tubing set broke off. No specific details were provided. Although there was potential for a leak, no leakage was reported. It was reported that the tubing set was not replaced since the delivery was complete. Though requested, no add'l info was provided.